Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a defective blender on the high pressure blender kit. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
H11: after further review of this complaint. Vyaire medical found out that this complaint happened during preventive maintenance of the original report received last 29-dec-2021. Therefore, this is deemed as a non quality complaint to vyaire medical. Please disregard and void vyaire reference number: (B)(4) under medwatch report name: (B)(4).